Event description:
The customer reported that their device did not have any voice prompts. Without voice prompts, the device user would not be able to follow the directions given by the device, including but not limited to connecting the defibrillation electrodes to the patient, and delivering a shock. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the magnet in the lid came loose from its bonded location and stuck to the device's outer case. Without the magnet in its bonded location on the lid, the device would not recognize the lid to be open and the voice prompts would not start. The customer received a replacement device.